Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Doctors are noticing that the stylet does not go all the way to the end of the catheter - about 1/2 inch from end. This is causing an issue when using the catheter. On (B)(6) 2011, customer reports via e-mail that "the fact that the stylet is 1/2 inch shorter than the catheter definitely extended the procedure time and required the use of more than one catheter on several procedures. There was potential for harm to the patient. We had no adverse outcomes."